Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code and lot number of the product that was used? Were there any patient consequences? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed, prescription medicine)? If so, please clarify. Could you please confirm the quantity of procedures affected and how many devices were involved during each one? Could you please provide the procedures dates? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent an eye surgery in (B)(6) 2021 and suture was used. Post-operatively, the patient reports that in both cases the sutures did not dissolve. No adverse patient consequences were reported. Additional information has been requested.